Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The investigation was limited due to the unavailability of sample material, calibration data, quality control data, and additional information from the customer. A sample-specific discrepancy was identified as the root cause of the reported event. It was recommended that all initially reactive patient samples be retested in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples should be confirmed using recommended confirmatory algorithms, including western blot and hiv rna tests. For diagnostic purposes, results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The initial test conducted on (B)(6) 2023 using the hiv duo elecsys e2g 300 v2 assay generated a reactive result of 59 coi (hivag: 56.2 coi, ahiv: 17.9 coi). Subsequent testing of the same sample using the abbott architect hiv assay produced a negative result. Testing with the liaison xl hiv assay also produced a negative result. An immunoblot performed using the m-p kit for hiv 1+2 showed a negative result, with no bands detected. Additionally, one printout indicated an hiv result of 0.29, which was interpreted as negative; however, the assay associated with this result was not specified.